Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot 218503485 was returned and analyzed. Visual inspection of the mapping catheter showed the loop was ribbed and kinked with an electrode displaced. The shaft was also broken from the lemo connector. Further testing could not be performed due to the damage on the mapping catheter. In conclusion, the mapping catheter failed the returned product inspection due to a ribbed and kinked loop, displaced electrode, and broken shaft from lemo connector. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter subsequently tested out of specification per the manufacturer's investigation.